Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touchscreen not working issue. There was no patient involvement .

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. The fse tested touch screen and observed failure, no operation from all aspects of touch screen. Replaced defective touchscreen and corrected failure. The fse performed touch screen calibrations and unit passed to specifications. Unit was returned to customer. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing dept. Received the following part touchscreen lcd with a reported unit failure of touchscreen is not working. The fat dept. Performed a visual inspection of the part received and found it in good condition. The failure analysis and testing department installed touchscreen lcd in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the failure of touchscreen not working. It is unresponsive to touch. The touchscreen is defective. Retaining the touchscreen in the fat department per procedure 0002-07-d008 rev at. The most probable root cause is failure of touch screen due to excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2.

Event description:
N/a.